Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that the: the investigation summary is a translated conclusion. The screw was received decontaminated in a plastic bag in a broken condition, as claimed (screwhead stuck in the plate). The marking is existing and at the correct position. A DHR-check for the screw was performed, and no discrepancies could be detected. All key parameters were evaluated, and part descriptions sub-form. All measurements fulfill the requirements. The complaint is confirmed, since the screw was broken as claimed by the customer. Based on these investigations from manufacturing point of view the complaint is rated as not valid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier and weight are unknown. Patient is reportedly in her 50¿s. Event date: unknown. The original implant procedure was done on an unknown date approximately one (1) year ago. Screw explanted on an unknown date. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: september 11, 2013 - expiry date: september 1, 2023. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that postoperative x-rays taken on an unknown date showed that six (6) locking screws from the original implant had broken. A re-operation was performed; the reported plate was no longer seated with the screws and had migrated near the patient¿s joint. The procedure entailed removal of all the screws and a re-fixation with bone prosthesis. During the rehabilitation period for the patient, excessive external stress has been avoided for the affected part. This report is 5 of 7 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.